Manufacturer narrative:
Additional information was added to h4 and h6. Correction to a5b: race and d11. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Uf / importer report number - (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set was leaking from the white upper section of the tubing. The leak was observed after priming the tubing during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.